Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient had a cardiac event and their implantable cardioverter defibrillator (ICD) did not work. An external defibrillator had to be used. The caller then inquired if replacing the device or if battery is depleted, how do they do that. The caller noted that the patient had a non-cardiac surgery, the patient was intubated and had the cardiac event when they were trying to get the patient out of sedation. The device remains in use. No further patient complications have been reported as a result of this event.